Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was shattered and unresponsive. The customer's blood glucose was 339 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.